Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic®) with toric. (B)(4).

Event description:
The customer reported the (B)(4) silicone single piece lens was implanted and removed with no patient injury. Additional information has been requested but not yet obtained. If any additional information is received a supplemental medwatch form will be submitted.

Manufacturer narrative:
Results: evaluation result): visual inspection of the returned product found pieces of the lens optic and one haptic torn off and missing. There was evidence of clear surgical residue. Conclusion: (unable to confirm complaint): based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
Additional information received - the reporter indicated the lens was removed with iol cutter due to, per surgeon, "defected iol". The backup lens was used and no suture was required.

Manufacturer narrative:
Upon review of the device history record, there is nothing in the manufacturing, inspection and packaging process records that suggests a contributory factor in the complaint. A work order search was performed and no similar complaints were found within the work order.based on the complaint history, work order search, product evaluation, medical review, and device history record review, a specific root cause of the event could not be determined.(B)(4).

Manufacturer narrative:
Method: medical review. Results: per medical review - reportedly, silicone single-piece iol was removed intraoperatively. Incision was not enlarged and no other tissue damage was reported. According to the report, by a nurse, dated on (B)(6) 2015 there was no patient injury. Despite multiple attempts no reason for removal was provided. The reassessment will be performed when(if) additional information is received. Conclusion: based on the complaint history, work order search, product evaluation, device history record review and medical review, a specific root cause of the event could not be determined. (B)(4).